Event description:
As reported by our (B)(6) affiliate, at the end of a tavr procedure, angiography showed a dissection in the right iliac artery. When the operator removed the 16 fr esheath, some of the vascular intima came out with it. A stent graft was implanted and the procedure was finished. The patient was stable at the end of the procedure. The right femoral artery minimum luminal diameter (mld) measured 6.7mm with no calcification and moderate tortuosity.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for esheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 16fr esheath is 6.0mm. Per report, the access vessel mld measured 6.7mm with no calcification and moderate tortuosity. In this case, the cause of the reported iliac artery dissection cannot be determined. It is possible that there may have been some vessel calcification and/or tortuosity not appreciable on imaging that could have contributed to the event. There was no allegation or indication that the event was related to a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. This is one of two reports being submitted for this case. Please reference manufacturer report no. 2015691-2014-01855.

Manufacturer narrative:
Additional information was received from our (B)(4) affiliate regarding the event. The vessel dilators were advanced without difficulty. The sheath was inserted with the edwards logo facing up, as recommended. No unusual resistance was encountered. The sheath was not torqued. As reported, ¿force is always needed¿ to advance the sheath and the cause, as perceived by the physician, was that shaft may have caught on the intima during withdrawal after the procedure.